Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy. The first registration failed and troubleshooting began using new images. The manufacturer representative noticed a red-dot error, so the surgeon restarted the case. The guidance system was unmounted and remounted for the second attempt at registering the patient. The second registration also failed, so manual registration was attempted. Manual registration passed, so k-wires were inserted in the patient. However, the surgeon suspected that the k-wires were placed inaccurately, so he brought in fluoro to verify placement. The placement of k-wires was inaccurate, so the surgeon removed them. At this point, the surgeon decided to abort the use of the guidance system. The surgeon manually placed new k-wires using fluoro and a jamshidi needle. Re-registration delay was about 1 hour, and manual k-wire insertion took about 40 min, a total delay of 1 hour and 40 min. The shoulder shift event in the logs occurred at the end of the case when the patient was no longer present, and the guidance system was being unmounted from the bed. The shoulder was attempted to being moved before hitting the unmount button first. The manufacturer representative inspected the instruments used for registration and found the tomahawk fiducial marker was not sit completely flush on the target extender handle. The manufacturer representative estimated an approximate 2 mm gap. In addition, the tomahawk was wobbling when securely tightened to the extender handle. Additional information was received stating that trajectories were deviated between 3.5 and 10 mm.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A2,a4: patient age and weight is unavailable. H3, h6: no products returned for product analysis. H6: multiple device codes are present. Below clarifies what each is associated with. A23 - registration failure a0803 - inaccuracy medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.